Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer that their insulin pump was alarming no delivery. Customer states that they have change the reservoir and infusion set, yet issue has continued. During troubleshooting, customer was asked to perform a fixed prime. Customer states the insulin did not exit and the device alarmed no delivery. Next, customer was asked to remove reservoir and perform a manual prime. Customer states the insulin did exit and the device did not alarm no delivery. Advised customer the issue might be an occluded insertion site. Advised customer to replace reservoir and set. Customer's blood glucose level was 120 mg/dl at time of reporting. Nothing further reported